Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the returned photo noted the photo depicts what appears to be a malformed clip in the jaws. The instrument was received with nine clips remaining. A malformed clip was jammed between the tissue stop and one side of the jaws. No other visual abnormalities were observed. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the malformed clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver transplantation, while doing a vessel ligation, the device was unable to close the jaw. They used another device to resolve the issue and complete the case. There was no patient injury.